Manufacturer narrative:
The test cup picking assembly was returned to tosoh instrument service center (isc) for investigation. A visual inspection was performed and no damage nor defects were identified. Functional testing replaced the part on a working testbed instrument with the returned part in order to test different operating scenarios and overall performance. In addition, the functional testing checks if the returned part operated within its intended parameters and evaluates the durability and reliability of the part in real conditions by duplicating complaint conditions. Functional testing confirmed the reported event was due to failure of the test cup picking assembly. The most probable cause of the reported event was due to failure of the test cup picking assembly.

Event description:
A customer reported error message ¿4151 c.trans-z home detect¿ on the aia-900 analyzer. The technical support specialist (tss) instructed the customer to check the waste chute and waste bin for obstruction and none was noted. The customer also performed an all-set-home and removed test cups in the maintenance screen, but the error persists, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and also found previous issues with the tray sorter. Fse was able to reproduce the complaint by performing an all-set-home and daily check. The fse inspected the picking assembly for any obstructions and none were found. In addition, the fse suspected the z-motor and replaced the test cup picking assembly. Fse adjusted the alignment for the picking assembly and tray sorter. Fse repaired and validated the analyzer by successfully performing multiple transfer cup test, daily check, and ran quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 19oct2023 through aware date 19nov2024. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4151) c. Trans-z home detect error cause: the home sensor (B)(6) failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event was due to failure of the test cup picking assembly and misaligned tray sorter.